Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle could not capture. The left ventricular lead was tested with the pacing system analyzer (psa) during the procedure and revealed normal function. Multiple attempts to check the lead between the device and psa were performed. Eventually the physician believed that the issue was due to a device connection port anomaly and decided to end the surgery. On (B)(6) 2018 the physician explanted and replaced the device. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.